Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced low blood (bg) glucose levels (24-53 mg/dl). Customer stated that their low bg's are due to cerebral palsy, epilepsy, adrenal failure, and arthritis. Reportedly, basal settings may need to be adjusted. Customer stated "the basal rate is not effective at keeping her at target bg". Customer drank juice and ate food to stabilize blood glucose levels. Customer stated they will be discussing the reported issue with their health care professional.